Event description:
Impossibility to interrogate the device which is in back up mode.

Manufacturer narrative:
The conclusions are as follows: - the subject pacemaker has been implanted on (B)(6) 2024. Every day, a battery voltage measurement is performed by the implant through the ble function. At the first measurement (the day post implantation), the device has reset several times and switched in standby mode due to a failure of the ble function leading to a device¿s interrogation impossibility. - the most likely hypothesis would be a component¿s failure inside the battery which is involved in the current collection for a ble communication. - since the subject pacemaker was not returned for expertise, this hypothesis cannot be confirmed. - this complaint is recorded for trending purposes.

Manufacturer narrative:
The preliminary analysis led to the following observations: - the device switched several times in back up mode and the reinitialization was not successful. - the root cause could not be determined. The most likely hypothesis is a failure at a component level involved in the bluetooth communication.

Event description:
Impossibility to interrogate the device which is in back up mode.